Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor vison valve was chosen for implant using a small flexnav delivery system. During procedure, the physician had multiple attempts with positions, after 4 recaptures (which the physicians are aware was outside of instructions for use) the decision was made to prepare a new valve with all new loading system and delivery system. There was no issues noted on the navitor valve and delivery system. A new 25mm navitor valve, small flexnav delivery system and loading system were chosen, a more experienced physician scrubbed in to lead the second valve attempt. A second pre-dilation was done and the second valve was positioned, it migrated upwards at 80% so an attempt to recapture was made in the ascending aorta. The valve capsule would not fully close so the system was brought back to the descending aorta and the deployment re-sheath wheel and micro adjustment wheel were both turned to their fullest extent. Despite that the valve capsule would still not fully close so the decision was made to remove the whole delivery system and change to a non-abbott valve. Upon removal the valve capsule was noted to be concertined at the proximal end giving the impression that it was being prevented from moving up and closing to the nosecone and was instead being crushed on itself by being obstructed between the nosecone and valve capsule edge as the wheels were wound. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
H6 : added reported device code 1536 retraction problem. An event of retraction problem and concertinaed valve capsule was reported. The device was returned to abbott for investigation. The valve capsule was found to have a deformation damage. The inner shaft was noted to have several kinks. The device was inspected by a cross-functional team, and the valve capsule was cut open, showing significant drag inside the valve capsule, which suggests a possible miss-load of the valve; however, this could not be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the information received, the cause of the reported retraction problem could not be conclusively determined. The cause of the damaged valve capsule and inner shaft is consistent with damage during use. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.